Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 278 mg/dl, which was treated with a bolus using the insulin pump. The customer stated that she did not trust the bolus wizard calculations. She stated that she attempted to bolus for a meal but felt that the calculation was incorrect. Upon troubleshooting, it was found that the insulin pump had an incorrect time setting which was causing the issue. It was found that the insulin pump gave the correct amount for a bolus for an incorrect time setting. She declined troubleshooting for high blood glucose. She complained of headaches but declined any further assistance. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.